Event description:
It was reported that the patient had both her device and lead replaced. The patient had a fall or incident and impedances were out of range. It was noted as normal battery depletion and the lead had "dislodged." There was no patient injury. Additional information received on (B)(4) 2012, reported that the patient had "good" stimulation with the new device and was doing "well."

Manufacturer narrative:
Product ID: 3093-28, lot# v746950, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Analysis of the device, serial #(B)(4), found the setscrew was backed out too far. There was no significant anomaly and testing produced a good, stable output. Analysis of the lead, lot #v746950, found the body and conductor crushed. There was no significant anomaly.